Event description:
It was reported that the balloon broke. The balloon broke during an animal study on rodents.

Manufacturer narrative:
We received (B)(4) fogarty fortis embolectomy catheter without the packaging for examination. Note the catheter was received pre deco with light blood. Examination of the balloon found what appeared to be a balloon rupture and the rupture is circumferential around the catheter tip. Examination was unable to determine if there is any missing latex. Both windings were not been damaged and the catheter body and hub were in good condition. As stated in the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. Lot number was not provided; therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.